Event description:
Physician was attempting to deliver an endeavor resolute (rx) drug-eluting stent to treat a lesion in the lcx with 80% stenosis mode rate vessel tortuosity and moderate calcification. The stent was inspected and prepped as per IFU prior to use with no issues noted. The lesion was not pre-dilated. It was reported that the stent dislodged during the surgery. A new stent was used to treat the lesion. The physician removed the device using a snare within 4 hours and advised that it had no effect on the patient. Patient reported to have recovered . No patient injury was reported . The physician thinks that the issue is related to the product. Evaluation summary: the stent was returned off the balloon stretched and deformed. The distal tip was frayed . Crimp impressions were visible on the balloon. Procedural image review: review confirmed the tortuous and calcified nature of the lcx. There are no images capturing the attempted delivery of the endeavor resolute device; however, the dislodged stent is visible in the vasculature. One end of the stent appears to be partially stretched and deformed. The stent is subsequently retrieved from the sfa. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
Method: procedural image review. Evaluation results: related to operational context (root cause related to the attempted use of the device). Inherent risk of procedure (stent embolism). Failure to follow instructions. (Lesion was not pre-dilated). Evaluation conclusions: operational context caused or contributed to the event (root cause related to the attempted use of the device). Inherent risk of procedure (stent embolism). Failure to follow instructions. (Lesion was not pre-dilated). (B)(4).